Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient reported that she was experiencing a burning sensation at the implantable neurostimulator (ins) site and was not getting any pain relief. This would occur during the day. This began gradually but got to the point where it was burning non-stop. It was noted that the patient had an appointment with their healthcare provider (hcp) on thursday. Additional information received from the hcp reported that itching at the incision site had been reported but no burning had been mentioned. The itching was resolved. Relevant medical history included non-malignant pain. Additional follow-up was performed to determine if any action had been taken to address the burning and if the issue was resolved. This event will be updated if additional information is received.